Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of severe cervical spinal stenosis with progressive cervical myelopathy and underwent following procedures; cervical decompression laminectomy, inferior c2-7. Posterior cervical lateral mass fusion with allograft and autograft and bmp, c2-t2. Posterior facet fusion with bmp and allograft putty c2-t2 bilaterally. Posterior spinal instrumentation with lateral mass screw rod fixation c2-t2. Spinal stereotaxis with 3d image guidance . Harvest of local autograft bone for use as a fusion material. Per op notes, ".. Small kit of bmp was used and bmp solution applied to the carrier sponge which was cut in small pieces. Allograft putty was brought onto the field with half being mixed with the previously harvested laminectomy bone chips and the other half being kept separate. .. A facet fusion was performed by placing a small strip of bmp soaked collagen sponge into the facet joints at c2-t2 bilaterally.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.